Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced anal pain leading to fenix device explant. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2016. Uneventful device explant in fall 2016 due to anal pain. The incision healed well after device explant. After removal, the patient was still experiencing pain and was readmitted to the hospital for an MRI. The MRI was not able to establish the cause of pain.